Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "gas loss", and "autofill failure" alarm messages and emitted a "hissing noise. The pt was switched to another unit and therapy was continued. No pt injury was reported.